Manufacturer narrative:
(B)(4).

Event description:
It was reported a 5fr double lumen chloragard PICC was being placed into the patient's deep vein between the elbow and axillary in their room by the mobile PICC nurse. During insertion, one of the tabs on the sheath broke off. The nurse was able to remove the sheath and the catheter was placed successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath in three pieces. The sheath body was broken along the score lines creating two pieces and one of the tabs was separated form one half of the sheath body creating the third. The sheath body broke at the base of the tab with the proximal end of the bo dy still attached. Microscopic examination of the separated tab revealed the 4-5 mm of the body remained attached and the broken edge was jagged and stretched. A review of manufacturing records could not be performed because no product or lot number were reported. The probable cause is manufacturing related. However, no further action will be taken because the product and lot number are not known.